Manufacturer narrative:
(B)(4). The complaint was not confirmed as no samples have been received for analysis. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be conducted as the lot number is unknown.

Event description:
A renal clinical helpline representative (rchlr) emailed corporate (B)(4) regarding a case on a titanium adapter. The helpline had received a voicemail indicating a registered nurse (rn) was having a problem with product code 5c4129, a locking titanium adapter, falling out of peritoneal dialysis (pd) catheters. The rn contacted the renal clinical helpline (rchl) to discuss if there had been an increase in this type of occurrence. The rchlr called the rn back and the rn stated that to her knowledge the pd catheter being used were not medigroup catheters, which require medigroup adapters. The rn stated she was evaluating her patient situations to determined the possible causes. There was patient involvement, but no injury or medical intervention reported. A follow up was done. The rn stated she believes the home patient (hp) was just having a restless night sleep and that he is a bigger man. The rn stated they put tape over the catheter adaptor and have not had a problem since. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The device is still in use and was not returned. Should additional information become available, a follow up MDR will be sent.